Event description:
It was reported that (1) ms512 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the reducer would not stay snapped down. It is unknown how the case was completed. There was one minutes or time.